Event description:
The customer reported the rad-97s were "powering off." No patient impact or consequences were reported.

Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact.

Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. The device was able to manually power on and off via battery and ac power. All alarm conditions were audible and visual. No power issues were observed during functionality testing. The device was determined to be functioning as designed.

Event description:
The customer reported the rad-97s were "powering off". No patient impact or consequences were reported.